Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. (Unique device identifier/UDI number): the UDI number is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Is surgery really better than mitraclip? Meta analysis evaluating short, intermediate, and long-term mortality in patients undergoing mitraclip vs surgery.

Event description:
This will be conservatively filed for patient death. This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the article, titled is surgery really better than mitraclip? Meta analysis evaluating short, intermediate, and long-term mortality in patients undergoing mitraclip vs surgery. No additional information was provided.